Event description:
Same case as mfg. # 21342645-2010-03061 and 2134265-2010-03062. It was reported that during a percutaneous transluminal coronary angioplasty procedure, 3 balloon ruptures occurred. The 95% stenosed lesion was located in the moderately tortuous and moderately to severely calcified circumflex artery. An apex 15 x 2.50mm balloon was advanced to the lesion to predilate the lesion. The balloon was inflated one time at 8atm for 20 seconds and ruptured. Another apex 15 x 2.50mm balloon was advanced to the lesion and inflated 1 time at 8-10 atm for 5 seconds and ruptured. An nc quantum apex 15 x 2.50mm was advanced to the lesion and inflated to 12 atm for 34 seconds and again at 16atm for 30 seconds and ruptured. A taxus 2.75 x38mm stent was implanted successfully. No patient injuries or complications were reported. The patient status is reported as "fine."

Manufacturer narrative:
(B)(4): the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)